Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
For devices implanted prior to june 2, 2017 and/or the service app occurred prior to june 2, 2017: the device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017. Event date is estimated.

Event description:
It was reported the ipg was not placed in surgery mode prior to the patient undergoing an unrelated surgical procedure in (B)(6) 2021. Postoperatively, the ipg would no longer communicate with external devices, as a result patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.